Event description:
Report received indicated that after removing the accs extension from the catheter, the distal end of the extension broke into parts. The tip of extension was stuck in the catheter very hard. Additional information received indicated no anomalies noted when device was removed from the package and during inspection. There was no excessive force used to attach the extension onto the catheter. Additional information has not been provided in response to request for pt-vessel or other procedure specific information. Ultimately, the target site was treated and there were no injuries to the pt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing and inspection process that can be related to the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. Non-conformance records were generated on this lot; however, bares no relation to the complaint reported. The operator qualification records for 100% final inspection were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing. This product has been returned for evaluation and testing; however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.